Event description:
A patient underwent a hernia repair (ipom) with ovitex 1s permanent in approximately (B)(6) 2025. The case was planned to be laparoscopic but was converted to open. On (B)(6) 2025, the patient returned to the emergency room and was taken in for surgery. During this surgery, the surgical site appeared infected, and adhesions were present. The device was removed and a small bowel resection performed.

Manufacturer narrative:
Aroa's review of manufacturing documentation for the subject lot (ert-24i03) has confirmed that the devices were produced in accordance with the established procedures. All process specifications and final release specifications were satisfied. Adhesion, bowel obstruction, and infection are noted as potential complications in the instructions for use of the device. There was no evidence to indicate that the device caused or contributed to the event.